Event description:
It was reported by the affiliate, during a lap appendectomy procedure that there was an incomplete staple line. Took new instrument. No further information is available. There was no adverse patient consequence. One device returning.